Event description:
During follow-up, a loss of capture was noted on the left ventricular (lv) lead. The patient presented with dyspnea and fatigue. X-ray imaging was performed and revealed lv lead dislodgement. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve was measured to be within specification.